Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of worsening mitral regurgitation and mitral stenosis as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A conclusive cause for the patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the recurrent mitral regurgitation (mr) and mitral stenosis it was reported that this patient underwent the mitraclip procedure on (B)(6) 2018 when two mitraclips were implanted. At the one month follow-up echocardiogram on (B)(6) 2018, mitral regurgitation (mr) was medium grade and the mean pressure gradient was 7 mm hg. On (B)(6) 2019 the patient was re-admitted to the hospital with an exacerbation of heart failure symptoms: orthopnea, dyspnea, fatigue. The heart failure classification was IV. On (B)(6) 2019 the echocardiogram found severe mitral regurgitation and the mean pressure gradient was 11 mm hg. The mitral stenosis was partially due to the high regurgitant volume under the setting of decompensated heart failure. The mitraclips were attached to the leaflets. The patient was treated with diuretic medication and the heart failure classification improved to ii/iii. Subsequent to the previously filed report, additional information was received that on (B)(6) 2018 the mr grade was reduced to moderate mr during the index mitraclip procedure. No additional information was provided.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed to report the recurrent mitral regurgitation (mr) and mitral stenosis. It was reported that this patient underwent the mitraclip procedure on (B)(6) 2018 when two mitraclips were implanted. At the one month follow-up echocardiogram on (B)(6) 2018, mr was medium grade and the mean pressure gradient was 7 mm hg. On (B)(6) 2019 the patient was re-admitted to the hospital with an exacerbation of heart failure symptoms: orthopnea, dyspnea, fatigue. The heart failure classification was IV. On (B)(6) 2019 the echocardiogram found severe mitral regurgitation and the mean pressure gradient was 11 mm hg. The mitral stenosis was partially due to the high regurgitant volume under the setting of decompensated heart failure. The mitraclips were attached to the leaflets. The patient was treated with diuretic medication and the heart failure classification improved to ii/iii. No additional information was provided.